Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, underwent a revision approximately 4 years later due to fractured patella. Only the patella was revised, however the articular surface was replaced has precaution. Competitor products were used in the revision. No further op note will be available due to hospital policy.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: transversely oriented fracture through the superior pole of the patella with slight craniocaudal distraction; overall fit and alignment of the implants and bone quality appears normal; no signs of loosening, wear, or radiolucency's. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.